Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the physician used the suction to grasp the varices and then he started deploying the bands. The first two bands were deployed successfully; however, when he attempted to deploy the third band, the seventh band started to deploy instead of the third, which still remained in the ligator. He immediately removed the scope and the device was removed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.